Manufacturer narrative:
(B)(4). Device evaluated by mfg: returned product consisted of a fetch 2 aspiration device. The syringe and extension line that is shipped with the device was not returned by the customer. The device returned in two pieces. Visual and tactile analysis noted one kink on the catheter shaft at the strain relief and a separation at 55cm from the strain relief. Inside diameter of proximal of the shaft was inspected using a .045 gauge pin and the result was that proximal shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 23nov2015. It was reported a broken collar occurred. The target lesion details are unknown. While performing a stemi procedure, a fetch2 device was selected; however the collar was noted to be broken. The procedure was completed with another of the same device and there were no patient complications reported. However, device analysis revealed catheter shaft break.